Event description:
The contact reported that his wife obtained inaccurately low blood glucose readings with lot 1j516b. On 7/11/96, the pt opened the first bottle from the box and they "worked fine" (blood glucose readings in the 200 mg/dl range). On 2/14/97, the pt opened the second bottle from the same box and, with the first test strip from the bottle, obtained a blood glucose reading of apporx 30 mg/dl (contact does not know specific result). Because the pt and the contact questioned the lower readings, the contact, a non-diabetic, performed a blood glucose test using his blood and obtained a reading of approx 20 mg/dl (contact does not remember specific result). On 2/16/97, the pt purchased a box of another test strips (lot unk) and obtained a blood glucose reading of approx 260 mg/dl (contact does not remember specific result). With the representative, the contact obtained a check strip test result of 87 versus a check strip range of 73-98. The pt does not have normal control solution. Also with the representative, the contact, a non-diabetic, obtained blood glucose reading of 18 mg/dl using co's test strips. The contact could not perform a blood test using the other test strips because the pt used the remaining portion of the other tests strips. The desiccant is in both bottles. The pt's meter was set to the appropriate code when all tests were performed.